Manufacturer narrative:
Additional lot # 0444747. Additional info will be provided once investigation is completed.

Event description:
It was reported that scissors were used in surgery, but the surgeon found them to be too dull for effective use. Disposable scissors were substituted and procedure was completed successfully.